Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached battery depletion early with high impedances also reported on the low voltage pacing lead. They were able to program out of elective replacement indicator (eri) by placing a warm cloth on the patients chest and waiting until impedance's decreased. The device remains in use. No patient complications have been reported as a result of this event.